Manufacturer narrative:
Internal correction from information received on 16-oct-2015 was performed on 08-jan-2016 and additional information was received on 07-jan-2016: following internal review the product technical complaint investigation and final assessment were added: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Additionally, follow-up attempts had been performed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and essure removal was reported. This event is listed in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and the reason for essure removal was not specified. Nevertheless; considering device removal was required, causality with the suspect insert cannot be excluded and this case was considered an incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a medical doctor via sales representative in united states on 02-oct-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The sales representative reported that showed up for an essure procedure on (B)(6) 2015. The sales representative was told it was an essure removal. The medical assistant also said that the patient requested that her essure be saved and sent back for analysis. It was unknown if one or two coils were removed. No additional details were provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported an essure removal. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, this case was reported with limited information. Although the exact reason for essure removal was not specified; a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident. Further information and product technical analysis are being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.